Event description:
A report was received that stated, the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Visual examination revealed significant physical damage to the exterior of the device. The top case, bottom case, left plunger case, and right plunger case were severely cracked. Upon power up, the device did exhibited multiple failure alarms and messages. The tamper seal had been breached indicating that the device had been opened in the field. The device interior was examined. Upon inspection, it was noted that the plunger head had been disassembled and then reassembled improperly in the field. The plunger head was resembled per procedure, the damaged components were replaced, after repair, the device was found to pass all delivery, accuracy and functional tests.